Event description:
Report received of a leak of a chemotherapeutic agent. It was reported that the pt notified the nurse that their arm was "wet" during an infusion of taxol. At this time, the nurse noted that the tubing was leaking from an unspecified location. A chemotherapy spill kit was used for cleanup. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.